Event description:
The technician found the ground pin was loose on the power cord plug causing an intermittent loss of ground.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.